Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 50mg/ml of morphine at an unknown dose via an implantable pump. The indication for use was not provided. It was reported the patient had been hospitalized with withdrawal symptoms then experienced overdose symptoms approximately one month earlier, relative to (B)(6) 2019. The pump logs showed a motor stall occurred on (B)(6) 2019 that did not recover until (B)(6) 2019. The pump was programmed to minimum rate mode on (B)(6) 2019. There were no reported environmental/external/patient factors that may have ledor contributed to the issue. No diagnostics or troubleshooting were reported. The pump was replaced on (B)(6) 2019 and the rep was in possession of the device. It was reported the device would be returned to the manufacturer for analysis. The issue was resolved as of (B)(6) 2019. The patient's status was provided as alive; no injury. No further complications were reported or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during one of four tests. Please note that dispense testing in the lab is not designed to fully replicate the clinical experience. If information is provided in the future, a supplemental report will be issued.